Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. It is not known what relationship the advanta v12 has to the reported adverse events. This article reported a complete transverse stent fracture of a left renal artery covered stent associated with a pseudoaneurysm. The article concluded that this case highlights one of the delayed complications of a hostile neck and its management and reinforces the need for lifelong surveillance. Based on the information available atrium has determined that the events described are not related to a product failure. Not returned.

Event description:
Received an article titled: late renal artery stent fracture with pseudoaneurysm after fenestrated endovascular abdominal aortic aneurysm repair published in the journal of vascular surgery cases and innovative techniques. The article reported a complete transverse stent fracture of a left renal artery covered stent associated with a pseudoaneurysm. Per the article adverse events included: non-healing leg ulcer, pseudoaneurysm, stent fracture and coil embolization. Per the physician's response there was no problem with the device itself. There was nothing unusual and the false aneurysm and fracture was only discovered accidentally.